Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump had no power. The reporter stated that the patient woke and found the pump had a blank screen and the patient was unsure if the pump had power or not. The battery was removed and reinserted and the screen remained blank but the pump was beeping. The reporter stated that a new battery was inserted without resolving the issue. The reporter confirmed that the battery compartment and cap were intact and the battery cap was secured to the pump with no yellow o-ring visible. The reporter confirmed that there was no evidence of moisture or corrosion in the pump. This report is made based on the allegation that the pump may have lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours. The pump was found to power on with the appropriate audible sound. A blank display screen was found during investigation. The pump cover was removed and the display screen circuit was found to be defective.